Event description:
It was reported that the pump battery could not be charged, and that the customer experienced issues installing the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support, however further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.